Manufacturer narrative:
The technician investigated and found the bed functioned as designed. The technician inserviced the account on the pt position module system to resolve the issue.

Event description:
(B)(4).